Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer did not receive a low blood glucose (bg) alert as expected. Customer's bg level was 40-55 mg/dl. Reportedly, customer's bg levels dropped due to physical activity. Customer addressed low bg levels with candy, an apple, and glucose tablets. At the time of the report, customer's bg level was 83 mg/dl.